Manufacturer narrative:
Continuation of d10: product ID a820: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the handset was lagging at 90% since december. Patient reported having a manufacturer representative (rep) "reset" their machine since then at the healthcare provider (hcp) office. Patient was told by rep to call for a new machine. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag.